Event description:
It was reported that the subject stent was used for an interventional embolization of a right pcoma aneurysm. During the delivery process, the subject stent encountered significant resistance within the microcatheter. When attempting to increase the pushing force, the subject stent failed to advance within the microcatheter and became stuck in the microcatheter nor could it be retracted into the introducing sheath. After several unsuccessful attempts, the physician decided to replace the entire system with a new stent and the procedure was completed successfully without any clinical consequences reported to the patient. The patient returned to the ward safely.

Manufacturer narrative:
D10 product available to stryker / returned to manufacturer on ¿ updated. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection revealed that the subject stent was returned in a deployed condition inside the proximal end of the returned associated microcatheter and the subject stent was noted to be deformed. The sdw (stent delivery wire) was noted to be kinked/bent. The subject stent introducer sheath distal tip was intact. A functional inspection could not be performed as the subject stent was deployed. The as reported 'stent deployed prematurely during use' was confirmed during subject device analysis. The remaining reported 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the subject stent was no longer loaded on the sdw. However, the analysis results are consistent with the reported event. The subject device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the subject device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the subject device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the subject device was confirmed to be in good condition prior to use on the patient. It was also reported that continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'during the delivery process, the subject stent encountered significant resistance within the microcatheter. When attempting to increase the pushing force, the subject stent failed to advance within the microcatheter and became stuck in the microcatheter, nor could it be retracted into the introducing sheath. After several unsuccessful attempts, the physician decided to replace the entire system. Postoperatively, when the physician tried to pull out the delivery wire on the table, the subject stent remained inside the microcatheter'. It was further reported in the follow-up responses that 'after the subject stent went into microcatheter resistance became big and then it could not be advanced any more'. The subject stent was returned for analysis in a deployed condition inside the proximal end of the returned associated microcatheter. It was necessary to cut open the microcatheter in order to retrieve the subject stent. Once removed, the subject stent was noted to be deformed. The introducer sheath was returned for analysis and was undamaged. The subject stent delivery wire (sdw) was also returned and was noted to be significantly kinked/bent at the middle and distal sections of the wire. If the rhv vent cap is not sufficiently tightened, it is possible for the sheath to experience minor inadvertent proximal movement. Proximal movement of the sheath in the hub would explain the lack of damage to the distal tip of the sheath. It would also result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the subject stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the subject stent would partially deploy into this gap. The user will then experience resistance while attempting to advance the subject stent through the microcatheter. Depending on the damage sustained by the subject stent, the subject stent will become more difficult to advance. During efforts to advance or retract the subject stent, the sdw can be pulled through the subject stent, leaving the subject stent deployed inside the microcatheter. This is aligned with the event description and the analysis findings and is one possible explanation for the findings and the available information relating to this complaint. The assignable cause of procedural factors will be assigned to the as reported : ¿stent deployed prematurely during use, and ¿stent difficult/unable to advance or pullback through catheter¿ as well as the as the analyzed: ¿stent deployed prematurely during use¿, ¿sdw kinked/bent and ¿stent deformed¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural and/or anatomical factors during use.

Event description:
It was reported that the subject stent was used for an interventional embolization of a right pcoma aneurysm. During the delivery process, the subject stent encountered significant resistance within the microcatheter. When attempting to increase the pushing force, the subject stent failed to advance within the microcatheter and became stuck in the microcatheter nor could it be retracted into the introducing sheath. After several unsuccessful attempts, the physician decided to replace the entire system with a new stent and the procedure was completed successfully without any clinical consequences reported to the patient. The patient returned to the ward safely.